Event description:
It was reported that during an unk procedure, the tip of the shear broke off.

Manufacturer narrative:
The analysis confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."